Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and have a completely broken grip tip. A piece approximately 0.5875" x 0.1925" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip show damage. The conductor wire was broken as it is designed to be attached to the grip tip. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had the tip broken and customer is sending back the instrument along with the broken piece. The procedure was completed with no reported injury.